Event description:
The port was implanted 5/6/96 in a pt with a terminal brain tumor who has been receiving chemotherapy for 9.5 yrs. After placement, pt elected not to continue chemotherapy, so port was to be used for pain management. MFR sent a rep to do an in-service with the nurses who would be caring for the pt's port. According to a nurse who recently cared for the pt, the port was reported to be under a lot subcutaneous tissue in the pt's right breast area. Two attempts were made to access the port for flushing in january 1997. During the first attempt, nurse reported that pt had not taken painkillers beforehand and procedure was "awful", "extremely difficult". And unsuccessful. A few days later, another attempt was made to access port. Pt had taken ativan beforehand but procedure was"excruciating" as nurse believed that she hit a nerve during attempted and that she had a very difficult time trying to identify location of the port opening. She said tissue had probably developed more since the port had been originally implanted. Port currently remains implanted in the pt.